Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 99% stenosed lesion was located in a severely calcified and moderately tortuous mid right coronary artery. The physician advanced a 2.5x20mm taxus liberte' stent but was unable to cross the lesion. As the physician withdrew the device, it became stuck with the sheath and the stent dislodged from the balloon into the femoral artery. The stent "disappeared" and despite the physician's attempts to locate it, the dislodged stent could not be found. The procedure was completed with a different device. No further complications were reported.